Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (470 mg/dl) with a high level of ketones. The infusion set site was changed and insulin injections were administered to address the bg level. The contact had assisted with the treatment of the high bg as the customer was not feeling well. The contact thought that the previous cannula may have been kinked; however, declined to remove the current cannula as the customer was not feeling well. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider.